Event description:
It was reported that they were getting errors during patient exposure; this caused the patient to be re-exposed. It was determined the grid needed to be replaced. Replacing the grid assembly will correct the problem.